Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/30/2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. The global transmitter final functional test was performed and passed with no deficiency. A voltage test was performed and passed. No data was available for review in the share data log. Confirmation of the allegation could not be determined. A root cause could not be determined.